Manufacturer narrative:
The device was returned to olympus for evaluation and the complaint was confirmed. The distal end was discolored. The evaluation revealed the following findings: the bend angle in the down direction did not meet the specification due to wear of the angle wire; the channel tube was not waterproof due to perforation; the adhesive on bending section cover (a-rubber) was not waterproof because it was cut; not waterproof due to deformation of the electrical-connector; switch #1 was not functioning due to corrosion; charged coupled device (ccd) lens was broken; light guide (lg) lens was cracked; the grip buoy was contaminated; forceps channel port was corroded; controls had corrosion from water leakage; scope connector has leakage corrosion; electrical-connector had leakage corrosion; scope ID had water leakage corrosion; connecting tube was wrinkled; the universal code was contaminated; and the suction volume did not meet the specifications due to a broken channel tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was potentially attributed due to stress on the insertion section such as the following: physical stress such as rubbing or hitting insertion section; chemical stress from reprocessing not recommended by IFU (reprocessing manual); stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet rays, etc.). The root cause of this event was unable to be identified. IFU (operation manual) warns against applying external stress to the insertion section. Important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (reprocessing manual) warns on non-recommended reprocessing. 1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. IFU (reprocessing manual) warns on bad storage environment. The storage cabinet must be clean, dry, well-ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
Customer representative, on behalf of the customer, reported the evis lucera bronchovideoscope exhibited signs of discoloration of the insert tip (only appearance changes) during preparation for use. The unspecified procedure was completed with a similar device. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the connecting tube has coating peeling. (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.